Event description:
It was reported to philips that the suite pc was displaying blue screen and rebooting automatically. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was delayed and completed by using another system. A philips field service engineer (fse) inspected the system on-site and confirmed that the suite pc was rebooting automatically displaying a blue screen. To resolve the issue, the fse replaced the suite pc and installed the software. After replacing the pc, the system was returned to use in good working condition and ready for clinical use. Further analysis of the replaced suite pc was not performed as the replaced component is not available. The codes were updated based on the investigation outcome.